Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter separated at the hub when the catheter was pulled. The separation occurred after the patient left the procedure room or went home. The patient had to be brought back to the procedure room for replacement of the device. It is unknown how long the device was in place or the activity level of the patient. No other adverse effects were reported for this incident. One prior to use device was returned to cook with hub separation, thus prompting this report. The device that was placed in the patient is captured in MDR #1820334-2024-00574.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. G4 ¿ PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter separated at the hub when the catheter was pulled. The separation occurred after the patient left the procedure room or went home. The patient had to be brought back to the procedure room for replacement of the device. It is unknown how long the device was in place or the activity level of the patient. No other adverse effects were reported for this incident. Reviews of the documentation, including the complaint history, device history record, quality control procedures, and instructions for use, as well as visual inspection of the returned product, were conducted during the investigation. The customer did not provide the used mentioned device. However, one ultrathane mac-loc locking loop multipurpose drainage catheter of same lot was returned in an opened, unused but damaged condition. The investigation confirmed the mac-loc adaptor separated from the catheter shaft. The proximal end of the catheter was examined and discovered the presence of material elongation at the distal tip of the flare. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were two other complaints associated with the final product lot number for the same failure at the same facility. Since there is objective evidence the DHR was executed, cook did not find evidence of nonconforming material in house or in the field. Cook also reviewed product labeling: the instructions for use (IFU) [ t_multi2 rev1, multipurpose drainage catheter] states the following. How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.